Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a soft touch positioner. The customer reports that a patient developed a facial wound while lying on the soft touch positioner which is packaged in the deluxe jackson kit.

Manufacturer narrative:
An investigation is currently underway, upon completion. The results will be forwarded.